Event description:
The suspected handheld computer and flashcard were returned to the manufacturer on 09/01/2016. When the handheld was received by the manufacturer, a cracked screen was observed. An analysis of the returned flashcard was completed and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the returned handheld computer was completed and the reported allegations were verified. A visual analysis of the handheld was able to verify that the display was cracked. As a result of the cracked screen, the handheld was also not able to complete the screen alignment utility during startup. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. This could be a user-related issue; not a device anomaly.

Event description:
It was reported that a physician was having issues when using the handheld computer. It was reported that the device had a screen alignment issue. The physician used the stylus to touch the screen several times, but this could not go over the alignment step. It was reported that troubleshooting did not solve the issue. Review of manufacturing records confirmed that the handheld computer passed all functional tests prior to distribution. The return of the suspect handheld computer is expected but it has not been received to date.